Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection but none was available. The patient was given antibiotics and the wound was washed out. There have been no reports of further complications regarding this event.